Event description:
In 7/91, rptr's son had a defibrillator device implanted and died of heart failure on 7/20/93. His defibrillator device was removed at this time and sent off for evaluation. Rptr has yet to receive the results.